Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell one of treatment. Upon removing the tubing set from the cycler, fluid was found inside the cycler. The origin of the leak could not be identified. There is no report of pt ill effects. Sample is available.